Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an occasional lock up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.